Event description:
Patient reported infusion set introducer needles bending, while attempting to insert them into her abdomen. She stated that her blood glucose elevated to 400 mg/dl. Her normal range is 100-125 mg/dl. Patient indicated that she believed that needle had damaged the cannula. She reported her arms ached, she had a headache, and dry mouth. Patient stated that she changed the infusion site and administered boluses to address the issue. She indicated that this issue occurred on 6 different occasions from infusion sets of the same lot. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested for return to be evaluated.